Event description:
It was reported that during an unknown procedure, the device was producing two clips at firing and then it got stuck. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device b batch # f9g94x; mfg date: 3/13/2009; exp date: 2/13/2014. Instrument (a) was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. It was concluded that the instrument was conforming to manufacturing specifications. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. Instrument (b) was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. It was concluded that the instrument was conforming to manufacturing specifications. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.